Manufacturer narrative:
System logs were reviewed and it was noted that data from the time of the reported event had already been removed from the system (that is, the data had been removed prior to the log collection). The customer was unable to provide any additional information that could be used to determine if a device malfunction occurred. Mindray performed a full functional evaluation of the monitor, and the monitor passed all tests and alarmed per specification.

Manufacturer narrative:
System logs were reviewed and confirmed that the v-series monitor generated audible alarms for low spo2. A full functional evaluation of the monitor was performed. The monitor passed all tests and alarmed properly. No device malfunction was observed.

Event description:
It was reported that on (B)(6) 2021 @ 17:30 pm, a patient being monitored on a v21 monitor exhibited low spo2 saturation and the monitor failed to produce a low spo2 audible alarm. No patient injury was reported.

Manufacturer narrative:
An investigation is in process.